Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was fluid flow through a peritoneal dialysis (pd) transfer set while the twist clamp was closed. This event was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was observed that transfer set had broken occlude feet which would have contributed to the reported issue. The reported issue was verified. The cause of the free flow through the transfer set was caused by the broken occluder feet; however, how the occluder feet were broken could not be determined. Should additional relevant information become available, a supplemental report will be submitted.